Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the mfg lots. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening or polyethylene wear. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should add'l info be received the investigation will be reopened. Depuy considers the investigation closed.